Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
Removed code a070603 and g07001, add a0706 and g04003.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. There was no adverse impact to the customer¿s blood glucose value.